Manufacturer narrative:
The automated impella controller was received and evaluated. Service/product history review noted there were no issues related to the complaint discovered when reviewing the product history of console (B)(6). The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. H6 investigation type, findings and conclusion codes, along with the h6 component code, were updated accordingly based on the completed investigation.

Event description:
The complainant reported that an automated impella controller (aic) was undergoing testing with impella connect. During the test, the aic displayed yellow controller alarms. The event occurred outside of a clinical setting, and no patients were involved.

Manufacturer narrative:
A. Patient information has been left blank as there was no patient involvement. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.